Manufacturer narrative:
(B)(4) - device 3 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 & (B)(6) 2024 six infusion set fell off during use and infusion set is long for few hours to one day of use. The blood glucose level was 180-199 mg/dl. No further information available.